Manufacturer narrative:
Updated b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that the valve was connected to the holder while being implanted. It was also noted that the 22mm mechanical valve was implanted after having carried out measurements using the appropriate corresponding sizer. It was mentioned that the aortic annulus was damaged during removal of the 22mm mechanical valve and needed to be repaired. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed that a size 22 mm handle and open pivot valve were returned. Both leaflets appeared intact with no evidence of damage such as cracks and/or surface anomalies. Both leaflets were received in the closed position. A blue actuator was used to test leaflet movement, the leaflets moved without difficulty. The orifice appeared intact with no evidence of damage. Both inflow and outflow valve hinge mechanisms appeared intact. The valve sewing cuff appeared discolored showing evidence of blood contact. Small suture holes and one remnant pledget were found in the valve sewing cuff showing placement of implantation sutures. There appears to have been a tear, cut on the sewing cuff. The valve was rinsed under tap water, and it was verified that the carbon subassembly rotated in the sewing ring. The sewing ring was removed to expose the stiffening ring window. The lock wire was pulled out and the stiffening ring removed from the orifice. Serial number was verified to be 1131728. Updated d9 updated h3 updated h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 22mm aortic mechanical valve, it was explanted and replaced with a 25mm aortic bioprosthetic valve. The reason for the replacement was reported as after the operation, a transesophageal echocardiogram (tee) discovered severe mitral regurgitation due to a mechanical heart valve leaflet not opening, and blood could not flow through. It was reported that the patient also experienced heart failure and that aortic valve annular tissue was damaged. It was stated that the valve had been implanted in the correct orientation. It was mentioned that leaflet motion was tested with the blue actuator during the implant procedure and the valve was rotated within the annulus in an attempt to obtain appropriate leaflet motion. It was noted that a different size replacement valve was used due to this valves corresponding 25mm sizer matching the patients aortic valve size. It was stated that the native valve had been partially excised. There was no impingement of valve leaflets reported. No additional adverse patient effects were reported.